Event description:
Advocate stated at 3:15am her daughter received a blood glucose reading of 80mg/dl on the contour next link. Ten minutes later, the advocate retested the daughter and the reading was 24mg/dl. The daughter was not responding, was shaking and sweating like having a seizure. She was given a shot of glucagon. Twenty minutes later, paramedics were called. They retested her on their meter and the reading was 32mg/dl. She was given another shot of glucagon. After a few minutes, the patient felt fine. The advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer.